Manufacturer narrative:
Expiration date: 09/2018. Manufacture date: 09/2013. Based on the available information, this event is deemed to be a reportable malfunction. A root cause analysis could not be performed as the complaint sample is not expected to be received from the customer. A batch record review indicated that no discrepancies could be found, the issue will be monitored through the post market product monitoring review. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Note: there is one (1) additional case associated with this device, a separate 3500a form has been generated to capture the additional complaint. Reported to the FDA on: july 20, 2016. (B)(4).

Event description:
Complaint received from a medical officer reporting that the "endotracheal tube easily kink or bend. Frequently encounter tube to be easily kinked / bend, sometimes ICU patient might bite the tube that may cause tube easily block." No further information was provided, reporter did not verify if the device was used on a patient or if any harm resulted from this complaint issue.